Event description:
Bilateral subglandular breast augmentation with silicone gel/saline implants 1984. Within a few yrs they became hard & firm and have progressively so, over the last 5 yrs. Strictly cosmetic; she has no pain, no symptoms otherwise from implants.